Event description:
It was reported that there was a particle in a small volume intermate. This occurred during filling with an antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This batch was manufactured from april 30, 2013 - may 1, 2013. The device was received for evaluation. Visual and microscopic inspection revealed white striated marks on the exterior of the bladder. The white marks were determined to be antioxidant, which is a component of the bladder material. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.